Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure where its implantable pulse generator (ipg) was explanted and replaced due to difficulty charging. Electrocautery was used. The device was retained by the facility and will not be returned for analysis. The patient was doing very well postoperatively and was satisfied with the current programming.